Manufacturer narrative:
Event date was not reported so the notification date was used.

Event description:
It was reported via social media that the patient had pain. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. There were no patient complications and the device was implanted successfully. It was reported that the patient had been in a lot of pain at site and was in the hospital for the pain.